Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis often froze, required manual restart. A technical support specialist (tss)investigated the freezing issue on cathlab 1 by reviewing station logs, which indicated a reboot around 2025-09-26 12:43 and multiple usb device events around that time. As a preventive measure, the tss disabled power-saving options on all usb ports and network interface cards to prevent devices from entering sleep mode unexpectedly. Additionally, the tss deployed the rss package, manually ran the pci component from eft, and used the command prompt to stop and disable the related service. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, pyxis often froze, required manual restart. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, pyxis often froze, required manual restart. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.